Event description:
Customer reported that a bd pyxis anesthesia es system unexpectedly stopped responding, preventing user access to medication during a procedure. The customer added that a day prior to the event they experienced a power disruption which could be connected to the reported issue. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, b5, d1, d3 d4, d5, h6, and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 31-jan-2022 to 31-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device appeared offline in the remote support services application. Technical support specialist followed a knowledge article and referred customers to hospital it as problem is related to network connectivity. The system functioned as intended after being assessed by the technical support specialist and hospital information technology.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device appeared offline in the remote support services application. The customer created a ticket with their information technology department which resolved the connection issue. The customer confirmed that the device was no longer having performance issues. The system functioned as intended.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding, preventing user access to medication during a procedure. The customer added that a day prior to the event they experienced a power disruption which could be connected to the reported issue. There were no adverse events or injuries reported based on this event.